Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) indicated 55 percent battery life remaining to elective replacement indicator (eri) four months earlier, however the percent remaining was down to 13 percent at the current interrogation. Engineering analysis confirmed the battery was depleting faster than expected. Explant was recommended. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) indicated 55 percent battery life remaining to elective replacement indicator (eri) four months earlier, however the percent remaining was down to 13 at the current interrogation. Engineering analysis confirmed the battery was depleting faster than expected. Explant was recommended. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and replaced. No additional adverse patient effects were reported.